Manufacturer narrative:
(B)(4). To date, the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zct300 intraocular lens (iol), the lens rotated approximately 30 degrees counterclockwise. Reportedly, post op uncorrected vision was 6/9 on day one but dropped to 6/21 at the 4-5 weeks post-op visit. The lens was repositioned in a secondary surgery (B)(6) 2016, to the proper position. One day post reposition, vision was measured 6/15, pinholing to 6/6. There was some mild edema. The surgery required placement of iris hooks to enlarge the pupil enough to allow visibility of the lens' axis marks for proper repositioning. The surgery went uneventfully.

Manufacturer narrative:
Device evaluation: complaint device was not returned for analysis as the lens remains implanted. Therefore, the reported complaint cannot be confirmed. Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification and resulting contrast. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, historical complaint review and labeling review, there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.